Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on (B)(6) 2014. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported, left-side capsular contracture baker grade unknown. Later, healthcare professional reported, left-side rupture. The device remains implanted.

Event description:
Patient reported having experienced raynaud's phenomenon. Healthcare professional later reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as fold flaw opening. Raynauds phenomenon: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Wear abrasion is observed. Dark ring is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b.5., b.6., d.6b., d.9., h.2., h.3., h.6. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.